Manufacturer narrative:
Our field service engineer confirmed the reported issue that the compressor was going in and out of standby. The recommended action when an unexpected compressor standby occurs is to replace the standby valve and our field service engineer made the suggestion to the customer. The standby valve has not yet been replaced. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for high o2 concentration and/or low air supply pressure will appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the standby valve was defective, but the cause of the faulty behavior has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor motor was intermittently switching on and off. Patient involvement is unknown. (B)(4).